Manufacturer narrative:
Patient¿s weight was not provided. Device unique identifier (UDI) ¿ the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 system controller is (B)(4). Approximate age of device ¿ 3 months (calculated from the date the system controller was issued to the patient.) The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient dropped the system controller, and it stopped working. The patient reported that the incident occurred for about 10 minutes. No clinical symptoms were reported. Preliminary analysis of the log file from returned system controller was performed by the manufacturer¿s product performance engineer and revealed that the pump stopped due to the driveline being physically disconnected from the system controller. Shortly after, the driveline appeared to have been inserted the wrong way, a 180 degree connection, which resulted in fuse b in the system controller blowing and the pump continuing to be off. Preliminary analysis of the returned system controller confirmed that fuse b was blown. A burn mark was noted on one of the pins in the system controller¿s driveline connector, which was consistent with the system controller being damaged by a 180 degree connection.

Manufacturer narrative:
The reported event of the controller not operating as expected was confirmed during the investigation of the returned system controller. The collected event log contained approximately 2 days of data from (B)(6) 2017 to (B)(6) 2018, per the time stamp. The system controller log file was unremarkable until (B)(6) 2017 at 09:42 when the driveline was captured as being disconnected. A controller fault alarm then activated for fuse b in the controller being open. The pump speed was recorded at 0 rpm from 09:43 until 09:55 when the controller was powered down. Visual inspection of the returned system controller revealed a burn mark on one of the sockets in the bulkhead connector. The returned controller was connected to test equipment and a driveline power fault alarm was produced. The alarm was the result of fuse b being damaged. The damaged fuse did not affect the controller¿s ability to support a test pump. The fuse was replaced and the controller was reassembled to continue testing. After being reassembled, the system controller operated a test pump without any alarms being produced and was found to function as intended. The data captured in the log file, the burn mark on the bulkhead connector, and the damaged fuse are consistent with the driveline being incorrectly inserted into the controller by 180 degrees. Similar incidences have been reported. A corrective and preventive action has been initiated to investigate the issue. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.